Event description:
It was reported that the atrial lead had no atrial sensing due to silent atrium or extremely small p-waves during af (atrial fibrillation). It was also noted that the patient received inappropriate therapy for an episode of af with rvr (rapid ventricular response). The discriminator was reprogramed for the atrial sensing issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.